Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the account noticed during a surgery that the aggressive plus cutter and the flute barrel bur allegedly broke at the joint. It was further reported that no pt was impaired by this event and there was no prolongation of the surgery.